Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn0219 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redn0219) have been reported from the same facility in (B)(4).

Event description:
It was found that the front end sealing film of 0668945 was incomplete, missing and bumpy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an irregular or incomplete catheter tray seal was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l powerpicc catheter tray. The sample was received with the outer and inner tray seals opened. The inner tyvek backing was partially removed. The backing was fully removed during evaluation. Peeling the backing was unremarkable. Inspection of the sealing flanges was unremarkable. The seal width was measured at several points. The narrowest measurements taken were within design specifications. No voids or ¿bumps¿ were observed along the sealing flanges. No issues with the tray seal were found during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was found that the front end sealing film of 0668945 was incomplete, missing and bumpy. No other information was provided.